Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during colorectal cancer surgery, jaw was not opened after completing fire with powered endocutter. Since the jaw was not open when the jaw was articulated about 20 degrees, the shaft could not be removed from the trocar. Fortunately, since the colon tissue has been worn out, it has fallen from the jaw, so there is no problem such as when the jaw is opened, tissue tension occurs. Eventually, trocar is pulled out to remove the product from the patient's body. The medical staff tried to open the jaw by manually backing the blade to the end, but it did not open, before removing the product from the patient's body with the trocar. After removing the product from the patient's body, the nurse tried to manually force the blade back again, eventually the jaw was opened and the articulated jaw returned to its original position. There was no problem for the patient, but the medical staff questioned the product. They are wondering why a product that did well on fire automatically did not automatically retract to the end, and that it was not easy to back it up manually.

Manufacturer narrative:
Pc-(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for difficult to open, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger, for articulation unlocking, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. For would not reverse knife automatic. Slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2018. Per photographic evaluation: one photo was provided. The picture shows an upper view of the device shaft, a trocar can be seen inserted on the device. A gold reload is appreciate it loaded in the jaws. The jaws are articulated to the left aprox 15 degrees. Based on the photo alone the event describe cannot be confirmed.